Manufacturer narrative:
Initial reporter phone #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported there were drops of condensate found inside the fluid path of a 10 ml bd syringe luer-lok¿ tip prior to use. There was no report of exposure, injury or medical intervention.

Manufacturer narrative:
Ten loose 10ml assembled syringes were received by (B)(4) and reported to be from batch #7178880 (p/n 301029). The samples were visually evaluated. The ¿drops of condensate¿ observed on the black stopper is silicone used in the manufacturing process. The small amount observed was a normal and expected amount for this product per product specification. Please note that silicone is an inert, non-toxic medical substance used as a lubricant for disposable hypodermic products. It is an integral part of the syringe, enabling it to perform as required in various clinical applications and does not present a safety or efficacy issue nor does it impact product function. The silicone application process is designed to provide an even distribution of silicone on the interior of the syringe barrel. Silicone has been in use in this application for over 20 years. No reports are known of adverse clinical effects associated with these products and unintentional delivery of silicone fluid lubricant. DHR review for batch 7178880 (p/n 301029): manufacturing date: 07/06/2017. Batch quantity was (B)(4). All visual inspections were performed as per requirement with no quality notifications related to the complaint defect. Silicone weight testing was performed as per requirement with all test results within acceptable range per product specification. Batch 7178880 was inspected and accepted based on meeting our inspection control plan and subsequently approved for shipment. Based on the sample evaluation (B)(4) was not able to duplicate or confirm the customer's indicated failure. Root cause and CAPA not required as no defects were confirmed.